Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the pulsed field ablation procedure, the patient developed a thrombosed hematoma at the puncture site, accompanied by moderate pain and no murmur. The event resulted in a prolongation of the existing hospitalization. No diagnostic tests or procedures were performed, and no treatment or additional interventions were administered for the adverse event. The case was completed with pulsed field ablation. The patient is a participant in a clinical study. No further patient complications have been reported as a result of this event.